Event description:
An eye care professional reported that he was treating a patient for a fungal infection who was using renu with moistureloc multi-purpose solution. The patient was first seen around 2006 and was treated for an infection with zymar. The patient did not respond well and was switched to natacyn. After further examination and consultation with his colleague combined with the patient starting to respond to the new medication, the eye care professional concluded that this was a fungal infection. The patient was also experiencing a lot of pain and the physician prescribed ocular. A culture was not performed. As of the following month, the patient was improving, but still under treatment.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.